Manufacturer narrative:
Initial report. It is noted that the device was used 2 months past the exp date. This device has a 5 yr shelf life. Incident is under investigation.

Event description:
Info obtained from maude event report sent by FDA: a gestation infant who was born by augmented vaginal delivery presented with mild respiratory distress with retractions and expiratory grunting, apgar scores were 8 and 9. Infant received mask crap and bmv in the delivery room and was transferred to intensive care nursery without incident on ncpap. On day of (B) (6) infant developed a right sided tension pneumothorax that was needed x2 and then required a chest tube placement. A pleurovac was set up in "usual fashion" (connected to wall suction). The chest tube was connected to pleurovac and no "bubbling" was noted at that time. Infant's condition deteriorated with increasing co2 levels and labored "breathing." Infant was then reintubated by physician. A second (replacement) pleurovac was set up in "usual fashion". (Connected to wall suction) and chest tube. Infant then experienced rapid improvement with decreasing co2 levels and labored breathing. On (B) (6) 2011, infant extubated without complications and remains under intensive care svc for other "prematurity" related complications.